Event description:
The handpiece is a loaner device. The test showed that the handpiece had loose mount: it failed point 3 of ii step. It also cracked housing. The device is available for evaluation. No pt consequence.